Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump was replaced on (B)(6) 2018 and the patient was doing well. The device was sent to a department inside the hospital and it was noted once they process it, it would be returned to the rep and they would return. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2,000 (units not reported) at a dose of 1,287 (units not reported) via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2018 during normal use. A pump motor stall occurred and the patient heard the critical alarm and went to the emergency department. No symptoms were reported at that time. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump logs were read and the pump stalled and then recovered. The patient was directed to go the va hospital where the pump was implanted for surgical intervention to replace the pump. Surgical intervention was planned for (B)(6) 2018. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). The patient¿s weight was unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.